Event description:
The customer reported that during an open heart bypass procedure, the seals were not holding and bleeding occurred after cutting. An end tone, indicating a completed seal, was heard. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.